Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was implanted with a non rechargeable implant due to some cognitive issues. The patient ran their device at a very high intensity, 24 hours a day. The battery depleted about as expected. They wished it would have lasted longer, but it didn¿t. There were no concerning issues to report. There were no other actions to be taken and they had nothing else to report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep reported that the patient's implant battery was dead, patient burnt the battery up and the patient was not using the stimulator anymore. Patient rep stated the patient had back surgery that fixed their problem but they left the dead battery in their back. Patient rep noted patient had some cognitive issues. Patient rep mentioned that patient was in a tremendous amount of pain when they got the implant put in and medtronic representative, said it was very unusual to see a battery drain like that but they were going to take it out but they decided to leave it in case the pain came back. Patient rep mentioned the patient needed an MRI today this afternoon and they hadn't turned the handset on in quite some time. Patient rep noted the patient went to the store and were not there at the time of call. Patient rep mentioned patient already had a MRI of their brain and the battery (agent understood as implant) was dead then and noted they had to bring the machine (phone) with them to check that. Patient rep noted patient had a MRI or a CT scan not more than 6 months ago. Patient rep noted patient waited 3 weeks for a MRI of their head. Agent reviewed MRI eligibility and device function with patient rep. Agent reviewed the hcp familiar with the patient's device can complete a MRI eligibility form and the MRI facility and hcp can call if they have questions. The patient was redirected to their healthcare provider to further address the issue.